Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for evaluation; therefore, it could not be determined whether the performance specifications were satisfied. Based on the results of the investigation from obtained information, the root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had no picture. The issue occurred during installation. The customer was able to install the device correctly and the issue was resolved. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.